Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pace imepdance measurements and loss of capture (loc). Non-invasive device and lead testing was performed and an x-ray completed but no anomalies were reported. The device was reprogrammed vvi pending a decision regarding system revision. No adverse patient effects were reported.